Manufacturer narrative:
Upon further review it has been determined the information in this record is of a duplicate record already submitted to the FDA, therefore bard/bd has determined that this MDR is not reportable.

Event description:
It was reported that the arctic sun experienced a chiller failure. The device is under manufactured warranty. A chiller will be shipped to the bard singapore office and the device will be repaired there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun experienced a chiller failure. The device is under manufactured warranty. A chiller will be shipped to the bard singapore office and the device will be repaired there.